Manufacturer narrative:
The analysis of catheter lot# h820432906, determined the catheter was returned in segments. The analysis of catheter lot# n297265010 determined that there was a non-significant indent in the seal of the connector which did not affect infusion. The analysis of the pump, serial # (B)(4), determined that there was overinfusion of an undetermined root cause was discovered.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# h820432906, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, lot# n297265010, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, lot# n257219001, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, lot# h820432906, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, lot# n297265010, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, lot# n257219001, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. This pump was returned to rpa from the oi CAPA team. No further oi CAPA testing is required per the CAPA team. Rpa finished out the destructive analysis. No new or additional anomalies found during destructive analysis. Analysis is complete and product location updated. (B)(4).

Event description:
Following a catheter revision in (B)(6) 2013 (see manufacturer¿s report # 3004209178-2013-04333), the patient never had the effect that they wanted; the patient had increased spasticity. The patient was sent to a different surgeon and that surgeon decided to replace the pump and catheter. The devices were replaced. They replaced the catheter to get better effect. It was noted that there was no issue with the function of the catheter; the revision was due more to catheter placement. The patient status was reported as ¿alive-no injury¿. The device system was delivering baclofen. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h820432906, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, lot# n297265010, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, lot# n257219001, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.